Event description:
(B)(6) refrigerated vancomycin as a primary infusion with a volume of 500ml in "continue flo" maintenance tubing, pump alarmed as infusion complete, bag still had approx 100ml left in it - called pharmacy to inquire about overfill being expected, none should be left in bag, it should be run dry - adjusted vtbi to continue infusing the med and called the 24h baxter hotline for reps to come teach / look. Was told that the new pump is not as effective within the sensor with cold infusions, and to anticipate that the flow "may not be 100% accurate" and to use special tubing, we do not stock this tubing. Called a safety stop.